Event description:
During emergent bedside egd, the gi team attempted to place an ovesco 11/6t clip for hemostasis. During use, clip failed to deploy properly into the tissue and fell off into the patient's stomach. The clip was able to be successfully removed from the patient and another clip was able to be properly deployed shortly thereafter.